Event description:
It was reported the duodenovideoscope had external damage on the tip. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was due to component failure. In additional, the device evaluation found that the adhesive around the light guide lens was peeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.